Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery alarm or occlusion tests due to the prime/fill anomaly. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer's mother suspects that the pump does not deliver insulin as it should. Customer's blood glucose has been high despite boluses. Customer's blood glucose has not been lower than 13 mmol/l. Customer changes the set every 3 days and rotates the site. Customer was advised that the pump will be replaced.